Event description:
The customer reported that the system displayed x-ray disabled and communication error messages. These error messages likely resulted in a loss of x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.